Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on the front corners, the right plunger case was cracked, and the bottom case by the l bracket was cracked. There was nothing in event history log (ehl) pertaining to the customer reported issue. During the functional testing was unable to duplicate the force sensor error, the top case was physically damaged. The root cause of the force sensor could not be found or determined operated with specifications. The root cause of the top case damage was a result of the customer's impact on the device. Replaced the top case. No action taken for reported force problem since no problem was found. Performed power up process, calibration, preventative maintenance, occlusion test and all functional tests which passed.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited force failed with case replacement. No patient injury reported.